Manufacturer narrative:
The customer was sent a replacement and a was requested to return the original pump for evaluation. To date, the device has not been returned and further information regarding the nature of the child's clinical condition has not been confirmed. We are therefore unable to conclude that the child needing to attend ER was associated with the use of the pump.

Event description:
Customer reported on (B)(6) 2023 from us that she had to seek medical advice for her baby after seeing some mould on the elvie stride. The customer has confirmed that the baby did not require any medical treatments. The product has been requested back from the customer for further analysis.